Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. A cartridge change was performed to resolve the issue. Blood glucose was 300 mg/dl.